Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, pseudomonas alcallgenes (89cfu/endoscope) were detected from the sample collected from all channels of the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found the following. - the distal end insulation test had failed. - the insertion tube was kinked near the bending section. - the boot was cut. - the universal cord was wrinkled. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and oekg, there was the possibility that this phenomenon was attributed to the following. - there was a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. - contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.